Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 950 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Initially, the high pressure test failed. However, after changing the infusion set, the high pressure test passed. The customer stated that she was experiencing some stress at the time of the event. The insulin pump alarmed no delivery. Nothing further was reported.